Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii-IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade iii-IV. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and bilateral retro glandular prostheses with abundant folds. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.